Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was hospitalized for the event. The patient was treated with unknown intraperitoneal antibiotics for three weeks (dose and frequency not reported). At the time of this report the patient was recovering from this peritonitis event. Dianeal therapy was ongoing. No additional information is available.